Event description:
It was reported that during a rotational atherectomy procedure, sheath damage occurred. The lesion being treated was located in the left anterior descending artery. The physician started using a 1.5 mm rotalink plus system, however, he then switched the burr to the 1.75 mm burr. Two runs were completed, however, the system kept stalling. Everything was removed without any reported difficulty, however, upon removal, the sheath of the burr was found to be damaged. The wire was then exchanged, and another of the same system was used to complete the procedure successfully. No pt complications were reported, and pt status was reported as "ok".

Manufacturer narrative:
(B)(4).